Manufacturer narrative:
H6: investigation summary: customer returned (2) open 4mm, 32g pen needles (1 without the tear drop label) from lot # 0203824. Customer states that the needle clogged during injection. Both returned pen needles were examined and one exhibited a bent non patient end of the cannula. The remaining sample exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause is user related. The bent and broken non patient end of the cannula occurred during use of the product by the customer.

Event description:
It was reported that 1 bd ultra fine¿ pen needle 4mm x 32g was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550; batch no. 0203824. It was reported that the needle clogged during injection and that there is no insulin flow. Date of event: unknown. Samples: available: sending mail kit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra fine¿ pen needle 4mm x 32g was unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320550, batch no. 0203824. It was reported that the needle clogged during injection and that there is no insulin flow. Date of event: unknown. Samples: available - sending mail kit.